Event description:
Nurse noticed blood backing up in PICC line and dressing completely soiled with tpn and lipid solution. PICC flushed with ns, ns was spraying out of cracked PICC hub. PICC needed to be removed and piv inserted and blood cultures drawn. (Insertion date: (B)(6) 2022).

Manufacturer narrative:
Sample return date corrected.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One catheter was returned for review. Visual inspection of the sample confirmed a crack in the luer (hub) that would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
Nurse noticed blood backing up in PICC line and dressing completely soiled with tpn and lipid solution. PICC flushed with ns, ns was spraying out of cracked PICC hub. PICC needed to be removed and piv inserted and blood cultures drawn. (Insertion date: on (B)(6) 2022).

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Nurse noticed blood backing up in PICC line and dressing completely soiled with tpn and lipid solution. PICC flushed with ns, ns was spraying out of cracked PICC hub. PICC needed to be removed and piv inserted and blood cultures drawn. (Insertion date: (B)(6), 2022)